Event description:
The patient was brought to the cath lab at 10:03 am (B)(6) 2023. After using local anesthetic, physician used ultrasound guidance and a 4fr micropuncture kit to access the right femoral artery. A 6fr pinnacle sheath was then inserted followed by an arteriogram of the sheath site. Coronary diagnostic angiogram was then performed followed by the placement of 3 synergy des(drug eluting stents) stents in the right coronary artery. At 11:32 am, the arterial access was closed using a 6fr angioseal device. The deployment of the device appeared to be successful as there was no external bleeding or evidence of hematoma as witnessed and documented by the physician and staff. Patient left the cath lab at 11:44 am with no complaint of pain or discomfort. At 11:47 am patient arrived to cvcc(cardiovascular control center.). Patient become hypotensive and a rapid response was called at 12:20 pm. Levophed was started during the rapid response at 12:33pm for blood pressure support. Care was transferred to resource nurse because of the change in level of care (critical care). Patient remained in cv23 due to no physical ICU room and bed availability and resource nurse remained the primary care nurse. While still waiting for an ICU room and bed, code blue was called at 1441. It was during the code blue when vascular np(nurse practioner) arrived at the bedside and informed the code team of the CT results and patient needing to go to the operating room. While in operating room, patient underwent the following procedures: exploration groin (right), evacuation of hematoma, removal of right femoral angioseal foreign body, common femoral repair artery (right), angiogram (bilateral), left femoral venous line placement, right radial artery catheter placement, left chest tube placement. These were the findings from the patient's surgery: right groin hematoma, failed angioseal closure, right main bronchus ett(endotracheal tube) pulled back, left chest tube for ptx(pneumothorax) versus hemothorax. CT abdomen and pelvis impression: large retroperitoneal hematoma with active extravasation most likely from the right external iliac and distal superficial femoral veins. As there is arterial phase contrast in the common/superficial femoral and external iliac veins on the initial phase, the possibility of an underlying av(atrial ventricular) fistula must be considered. Vascular surgical consultation is recommended.